Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal spring electrode. Associated with this was a slight stretching of the proximal spring of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Event description:
Boston scientific received information that difficulty with the helix mechanism was experienced with this right ventricular (rv) lead during the implant procedure. Prior to extending the helix, pacing threshold measurements and intrinsic sensing measurements were appropriate. Once the helix was extended, pacing threshold and intrinsic sensing measurements were no longer appropriate. It was also reported that the helix was difficult to see. The pacing impedance measurements were greater than 2,000 ohms through the pacing system analyzer (psa). Capture was unable to be obtained. There were also deep negative deflections on the psa. A micro-perforation into the heart wall was suspected. The patient remained stable throughout the procedure. The physician then attempted to implant a new rv lead. Impedance measurements with the new lead through the pacing system analyzer (psa) were 900 ohms. Once connected to the device, impedance measurements increased to 1,500 ohms. And then dropped back down to 1,330 ohms. A boston scientific technical services consultant confirmed that the terminal pin was beyond the connector block. Pacing threshold and intrinsic sensing measurements were appropriate. The physician did not intend to reposition the lead. The lead remains implanted. No additional adverse patient effects were reported.